Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the distributor regarding this event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on vad support. A correlation between the reported intracranial bleeding and the device could not be determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a right hemisphere intracranial bleed. The patient was reportedly on warfarin and asa at the time. Specific patient and device information was not provided to the manufacturer.